Event description:
During the ablation a steam pop was heard. Ablation was stopped and the catheter was pulled out and the patient crashed. (Coded) patient went into surgery and is now doing better. "Machine settings were 50 watts.. 60 degree's 120 seconds last settings on the generator when the ablation was stopped and impedance was 93 and that the first burn." In addition the esi array catheter was also being used.